Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired an unk amount of firings and the clips were falling off the tissue. It is unk what tissue was being fired across or if the clips were retrieved. It is unk how the case was completed or if there was any adverse consequence to the pt. No additional information is available.

Manufacturer narrative:
(B) (4): information is unavailable; device was not returned for evaluation.